Event description:
It was reported that there was a malfunction during pre-use checkout resulting in a stuck adjustable pressure limiting (apl) valve which may result in an inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was recommended for replacement to resolve the issue. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The bag to vent switch was recommended for replacement to resolve the issue.